Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had two power outages outside of a case. No patient injury was reported.